Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized on two different occasions (B)(6) due to diabetes ketoacidosis and high blood glucose. The first admission her glucose reading was unknown, but the second admission her glucose was 762 mg/dl. The customer stated that she was vomiting prior being admitted. Troubleshooting was declined as customer did not feel well and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.